Event description:
Permacol, soft tissue implant used in abdomen. All sutures tore out through the permacol remaining in fascia. This resulted in more surgery to remove free floating implant and replacement with another product.